Manufacturer narrative:
(B)(4). The device is not available for return and investigation therefore the device history review could not be conducted. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged issue reported, as set forth in a civil complaint filed in the (B)(6): during a procedure, the doctor clipped a gonadal vein using the hem-o-lok clip. He divided the vein with two hemo-o-lok clips on either side of the area of division. During the procedure, one hem-o-lok clip on the distal end of the vein fell off. The surgery was completed without other apparent complication and the patient was discharged home. The patient returned home, became nauseous, and passed out later that same day. Patient was transported by ambulance to the ER where he underwent an emergency exploratory surgery by the doctor. During the exploratory surgery, the doctor noted that there was a significant amount of blood in the patient's abdomen. The doctor also identified a solitary bleeding vein in the patient's abdomen and that the hem-o-lok clips that had been placed at the time of surgery were no longer present. The patient remained in the hospital for several days and was in multi-organ failure. He was later transferred to the (B)(6) hospital for further lifesaving treatment.